Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons of insulin pump had to press multiple times to work. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that display screen immediately starts to flicker when patient hits the ok button. Customer reported that backlight anomaly on the keypad, backlight did not work. The insulin pump will be returned for analysis.